Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician recaptured the closure device and at that time it was noted that the distal marker band on the wds had become damaged. The wds was removed from the patient and a new wds was used to successfully complete the procedure. There were no patient complications or consequences as a result of this event.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician recaptured the closure device and at that time it was noted that the distal marker band on the wds had become damaged. The wds was removed from the patient and a new wds was used to successfully complete the procedure. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath, and blood in the device. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed that there was tip damage, as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The distal marker band was kinked. The implant had anchor damage. Inspection of the remainder of the device found no other damage or defect. Product analysis confirmed the reported event as the distal marker band was kinked.